Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the complaint device was not received for investigation. An investigation was performed based on the images received. The images were reviewed, and the complaint condition can be confirmed. The screw migrated from the original implanted position. There is no known lot number, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review: there is no known lot number, therefore a manufacturing record evaluation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, unknown screw back out from the rfna system. This was high-speed motorcycle crash, closed fracture. After 6 weeks follow-up visit, the unknown screw is painful and prominent. No schedule made for further intervention. The procedure and patient outcome were unknown. Concomitant medical products: unk - nails: femoral (part#: unknown, lot#: unknown, quantity 1); unk - screws: locking: (part#: unknown, lot#: unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for (B)(4).